Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator failed with a backup alarm failure. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) replaced the power management board to address the reported problem.